Event description:
Procedure type: unknown. According to the reporter: there was an incomplete or not strong clip closure. Another instrument of different type was used to complete the procedure. Nothing fell into the patient cavity. Surgery time was extended by more than thirty minutes. No patient harm was reported.